Event description:
It was reported that the patient had an elevate anterior graft implanted on (B)(6) 2013. The patient experienced dyspareunia. No intervention has been performed and the event is considered to be ongoing. There were no further patient complications reported as a result of this event.